Manufacturer narrative:
Product ID 8840, serial# unknown, product type programmer, physician; product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
It was reported that the patient was set to a flex pattern to try to get spasticity relief during certain times of day. The patient later returned to the physician's office because he was still having bad/horrible spasms around 3 p.m., and they were worried about his ability to eat. The patient did not have any trouble in the morning, and only had trouble around 3 p.m. A further bump in dose was requested. Upon further investigation, it was determined that the original flex pattern was not programmed properly to deliver boluses. The pump had been programmed with the flex pattern of 55ug/hr basal rate, with 3 steps of 24ug at 06:00, 14:00 and 20:00. All steps were 4 hours in duration. The physician thought he was giving boluses during the steps, but was actually giving only 6ug/hr during the steps. The programming was delivering less drug during the times that the patient needed more. The pump was reprogrammed to simple continuous mode at 734ug/day to reassess. It was later reported that no further troubleshooting or actions were taken. It had not been heard otherwise how the patient was doing. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).